Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (58 mg/dl). Reportedly, the customer made a lifestyle change and customer's health care professional believes the pump settings need to be adjusted. Customer address low bg levels with glucose tablets. Reportedly, the pump settings were discussed with customer's health care professional. In addition, it was reported that the pump became frozen on a low bg reminder, and the customer was unable to clear it. Customer turned the pump off, and when the pump was powered back on the screen was cleared.